Event description:
After firing, the surgeon could not remove the instrument, the anvil did not tilt. He then pulled it out and had to convert to an open procedure to repair the anastomosis. Pt status: stable. Procedure: lap gastric bypass.